Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufacturing site: (B)(4). Manufacturing date: march 15, 2011. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the driving cap (that goes into the insertion handle) broke at the threaded portion of the cap when hit a second time during surgery for a bilateral open distal tibial fracture. There were no fragments generated and no patient harm. There was no surgical delay as another driving cap was available for use. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one of the following was received: driving cap (part # 03.010.475 / lot # 2681393 / mfg. Date: 03/2011), the returned device shows significant use during its 4.75+ year lifespan, with numerous gouges from hammer blows. The distal threaded portion of the device is broken off and was returned. The returned device is used to insert tibial and femoral nails. The exact cause of the complaint cannot be determined, but it was likely a result of excessive/off angle hammer blows during use. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No manufacturing or design issues were noted during the investigation. The design determined to be adequate for its intended use when used and maintained as recommended. This complaint is confirmed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.